Manufacturer narrative:
Per tandem¿s t:slim x2 g6 user guide: ¿do not use any other insulin with your system other than u-100 humalog or u-100 novolog. Only humalog and novolog have been tested and found to be compatible for use in the system." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer¿s blood glucose was 160 mg/dl at time of report. A system check with tandem customer technical support (cts) confirmed that the pump and cartridge functioned as intended and the occlusion was located in the infusion set tubing. Reportedly, customer changed the infusion set to address the issue. Customer was using apidra insulin. Cts educated customer regarding cartridge/insulin labeling.